Event description:
Customer reported that the insulin pump went into threshold suspend and when she checked her blood glucose readings they were not low. Customer stated that the sensor was reading 48 mg/dl when the blood glucose readings were not that low. Customer's blood glucose readings at the time of the call were 277 mg/dl. Customer declined any further troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.